Event description:
"Dim light unable to brighten." No injury or delay reported associated with this individual device.

Manufacturer narrative:
No medwatch form received from user facility. Customer complaint of low light output verified. This was caused by outgassing of the adhesive that is used on internal component. This outgassing caused surface contamination buildup to the optical taper of the product. This resulted in low light output.